Event description:
As reported, during an av fistula procedure, the cutting balloon catheter was pushed into the vein and it became stuck. In attempting to pull it out, the balloon broke off of the shaft and remained in the pt. The pt was send to surgery to remove the tip of the cutting balloon. The pt was reported in stable condition and has been discharged from the hosp.